Manufacturer narrative:
Additional information will be proved upon investigation conclusion.

Event description:
It was reported that during patient transfer from a bed to a toilet the sling left clip detached. As a consequence of the event the patient fell out from the sling and did not sustained any injury. The caregiver tried to save the patient from being injured. The caregiver sustained pain in the back. The sling was examined by the therapist, who confirmed there was no malfunction found. The customer stated that is possible that the sling may not have been attached correctly to the lift.

Manufacturer narrative:
It was reported that a patient was transferred from a bed to a toilet by using the sara flex active lift. When the patient was raised, the sling left clip detached and the patient fell. A caregiver trying support the patient to avoid falling, and sustained the back pain. No injury was sustained by the patient. After the event, the lift and sling were evaluated by the customer. The evaluation revealed no malfunction. The customer believed that the sling may not have been attached securely to the lift. Based on the information received suggesting that the clip detached during lifting process we can state that clip detached because it was not attached correctly to the lifting arm. This would be in line with customer assessment. The instruction for use for sara flex active slings contains information and a graphical explanation regarding correct sling clip attachment to the lift. Also contains warning: ¿warning: to avoid the patient from falling, make sure that the sling attachments are attached securely before and during the lifting process. ¿ additionally, instruction for use for sara flex in section ¿place patient in sara flex¿ includes graphical images showing the correct clip attachment. IFU states to ¿make sure the clips are attached securely.¿ to sum up, the arjo floor lift and clip sling were used as a system for the patient. The clip detached from the lifting arm and from that perspective system did not meet its performance specification. We decided to report this complaint to the competent authorities due to the clip detachment during use.